Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon burst occurred. The 100% stenosed lesion was located in the non-calcified and moderately tortuous right external iliac artery. Vascular access was obtained in the left femoral artery using a contra-lateral approach. The physician advanced the sterling otw balloon catheter and inflated the balloon once, however, the balloon did not inflate. The physician removed the sterling outside of the pt's body and noted that the balloon had ruptured. The physician successfully completed the procedure with a different device. No pt complications were reported and the pt's status was noted as "good". The physician also reported "anomalies" on the device shaft, however, info was requested, but not received.